Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: based on the information available, and since product was not returned it is not possible to determine why the sheath tip was damaged. However it may be related to the size of the access route (8.5mm). In the package insert states under "patient selection, treatment and follow-up¿ that "access vessel diameter (measured inner wall to inner wall) and morphology (tortuosity, occlusive disease, and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 20 fr or 22 fr vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus lined may preclude femoral introduction of the endovascular graft and/or may increase the risk of embolization". The outer diameter of the 22 fr. Introducer sheath used on the device in question is approximately 8.6 mm. As stated by the physician it is also possible that the sheath was damaged if "the sheath was drawn during preparation." If that had occurred the gap between the tip and sheath may have been larger and more prone to be damaged under advancement, which is also supported by the sales rep's comment "I suppose that the delivery system was inserted despite having a gap between the sheath tip and dilator tip, which might have caused external force on the device such as resistance from vascular wall or damage with physician's fingers, then resulted in deformation in the sheath tip." Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a male patient underwent taa repair with right approach to treat descending aorta aneurysm. There were no severe calcification or stenosis in the 8.5mm access route. The patient was suitable for endovascular repair and the procedure was conducted as labeled. Since the physician encountered resistance during insertion of the delivery system into the fa, the delivery system was removed. When the physician inspected the tip of the device, it was confirmed that the sheath tip was deformed with damage (dent) and there was a gap between the sheath tip and dilator tip. Although the sales rep asked the physician to put these components back in place, it was judged that the device was unusable anymore since the sheath tip was already frayed. Another device of the same specification zteg-2pt-36-157-pf ((B)(4)) was used instead, and the procedure was completed. Patient outcome: there have been no adverse effects to the patient reported.